Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 268 mg/dl; however, customer did not address bg level due to considering that level to be "normal" and not high. Reportedly, the customer had manual injections as alternate insulin therapy.